Manufacturer narrative:
Sections a, b, and d4: updated. No further information was provided. This event was determined to be supplemental, and the investigation will be reported under MFR# 2916596-2025-05216.

Event description:
Additional information was provided on 14aug2025 that the patient was admitted to the hospital on (B)(6) 2025 with a devastating intracerebral hemorrhage confirmed by computed tomography (CT). The patient was not a surgical candidate and was transferred to nuclear medicine on (B)(6) 2025, where imaging confirmed absence of cerebral blood flow and brain death. Patient support was discontinued soon after. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
Section a: patient information not yet available. Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the left ventricular assist device (lvad) was triggering the ventricular conundrum and was pronounced brain dead via a nuclear medicine scan.